Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that upon implant they had redness, rash, and itching. They put them on antibiotics, maybe it's an infection but it's not going away, and they wondered why they continue to have reactions. Patient services reviewed labeling with known adverse event. The patient was redirected to their hcp. No device issue alleged / identified. No further patient symptoms or complications were reported.